Event description:
The lead was implanted on (B)(6) 2008 and capped on (B)(6) 2012. Physician elected to change out rv lead at this time due to separation of insulation confirmed under fluoroscopy just as the lead crossed the valve proximal to the distal coil. The procedure took place at (B)(6) hospital and clinic. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).